Event description:
It was reported the patient had stimulation in the wrong location. The patient was not feeling stimulation in the right location. It was reported the manufacturer¿s representative had fixed the stimulation so it would work on the hip and legs but now it doesn¿t work in their back. It was reported that this had been going on since a revision surgery that occurred the thursday prior to 2014-(B)(6). Additional information received reported the patient was scheduled for a follow up visit to troubleshoot the situation on (B)(6), 2014. The patient was getting no relief at the time. The coverage was in their hips and legs and not in their back. From the follow-up visit on (B)(6) 2014 it was reported that the coverage in the back was not sufficient. It was noted that contacts 12 and 15 were >10,000. It was noted that the patient was able to program around these. It was noted that there was an impedance test and device reprogramming. It was noted that it ¿sounded like the fall was the cause¿ and it was ¿not device related.¿ the manufacturer representative adjusted two groups. It was noted that b had three programs: two for the back and one for the legs. It was noted that c was back only. There was no further course of action and the patient was happy with the coverage ¿at this time.¿ it was also noted that the patient was doing great. See report # 3004209178-2014-12258 for the allegation related to a fall and revision with this system.

Manufacturer narrative:
Concomitant: product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3487a-56, lot# v492277, implanted: 2013-(B)(6), product type lead. Product ID 3888-56, lot# va08qwy, implanted: 2013-(B)(6), product type lead. Product ID 3487a-56, lot# va02g1l, implanted: 2013-(B)(6), product type lead. Product ID 3888-33, lot# va03wl0, implanted: 2013-(B)(6), product type lead. (B)(4).